Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The unit did not have a battery installed when received. Unit received with constant motor error alarm during the rewind test due to motor encoder signal out of phase. Unable to complete the functional test, including the displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, delivery accuracy test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and unexpected restart error test due to constant motor error alarm. Used a test motor to complete the pump upload on carelink. No cosmetic damage noted.

Event description:
It was reported that the customer passed away at home-hospice care on (B)(6) 2019 due to cancer and seizure. Customer was in the hospital where the insulin pump was removed on (B)(6) 2019. Customer¿s blood glucose was 229 mg/dl. Continuous glucose monitoring was not used. Insulin pump is expected to return for failure analysis.